Manufacturer narrative:
The reported event of ¿multiple noise episodes¿ was confirmed. As received, a partial lead was returned in two pieces the connector portion (a) measured 4.8 cm while the distal portion (b) measured 38.0/40.9cm (outer insulation and outer coil/inner coil). Electrical testing found an internal short between the outer coil and inner coil conductor paths of portion b. The steroid plug was found to be shifted distally. Visual inspection of the lead found the inner insulation abraded 30.4 to 30.6cm from the distal tip, exposing the inner coil consistent with excessive tie down forces. The reported event was isolated to the exposure of the inner coil at the abrasion zone.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing was noted on the atrial lead. The lead was explanted and replaced. The patient was stable before, during and after the procedure.